Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant did not seat on the neck of the stem. The procedure was completed with another size head. No additional information available.

Manufacturer narrative:
Concomitant medical products: 14-107017, frdm cnstr hd 36mm t12/14 -3mm, 056430, 14-107017, frdm cnstr hd 36mm t12/14 -3mm, 297100, 00585003238, proximal femoral component 38 mm offset, 63705472. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. The biomet head is not supposed to be used with zimmer stem. Therefore, the root cause can be attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.